Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-8741-40, beveled ft driver, batch 1392145, was received for investigation. - upon visual evaluation, the tip of the device was warped/broken. - functional testing was not able to be performed due to the damage to the tip. -the method used to prepare the bone, as well as the bone quality encountered during the procedure, was not provided. -the most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the device during insertion. - refer to the investigation photos. - complaint allegation is confirmed.

Event description:
On 07/22/2025, a sales representative reported via (B)(4) that (2) ar-8741-40 3.5 mm beveled ft drivers tips broke. This occurred during a case on (B)(6) 2025. The tip of the driver shafts broke off while inserting a screw (by hand). The patient was not harmed as the parts were removed, it added time to the case but the surgeon was not upset as we were able to resolve quickly.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.